Manufacturer narrative:
The product was not returned. A photo was provided and attached to all three files. The photo appears to have been taken through a microscope. The view was from the top. The cartridge was shown from mid-nozzle through the tip. Viscoelastic was observed. The observed crack started on the top of the nozzle and traveled to the end of the tip. The damage on the top of the nozzle started in the thick wall cone area. Heavy stress was also visible on the tip. The observed nozzle and tip damage may indicate the lens/plunger were not in acceptable positions for advancement. Product history records were reviewed and documentation idicated the product met release criteria. A qualified lens model/diopter and viscoelastic were indicated. It is unknown of a qualified handpiece was used. The product was not returned. The root cause for the pictured damage cannot be determined. The cartridge was shown from mid-nozzle through the tip. The observed crack started on the top of the nozzle and traveled to the end of the tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. Heavy stress was also visible on the tip. The observed nozzle and tip damage may indicate the lens/plunger were not in acceptable positions for advancement. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (opthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the cartridges was cracked with no patient harm. One of the cases there was an audible crack. There are three medical device reports associated with this patient. This report is 2 of 3. Additional information has been requested.